Manufacturer narrative:
This event was determined to be a supplemental information to MFR # 2916596-2024-00488. The investigational findings were reported under MFR # 2916596-2024-00488. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was, man, in their 30s who underwent implantation of a heartmate 3 left ventricular assist device (lvad) as a bridge to transplant for severe heart failure due to dilated-phase hypertrophic cardiomyopathy. Postoperatively, the patient developed an asthma attack, leading to the discontinuation of carvedilol and aspirin on postoperative day 10. The subsequent course was favorable, and was discharged home on postoperative day 45. Twenty days after discharge, during a routine follow-up at the respiratory medicine department, the patient reported a single episode of reddish-brown urine. The patient was referred for evaluation. Urinalysis revealed no abnormalities; however, blood tests showed elevated lactate dehydrogenase (ldh) and markedly decreased haptoglobin levels. There were no neurological abnormalities, signs of heart failure, or other findings suggestive of hemodynamic instability. Nevertheless, pump thrombosis or thrombus formation in the vascular graft was suspected, and the patient was urgently hospitalized the same day. Transthoracic echocardiography showed no accelerated flow in the inflow cannula, and log file analysis of the lvad revealed no abnormalities in pump flow or power consumption. Contrast-enhanced computed tomography (CT) showed no obvious thrombus within the pump or vascular graft. Differential diagnosis for hematologic causes of hemolysis was considered, but no findings strongly suggested such conditions. Mechanical hemolysis due to suspected pump thrombosis was considered most likely, and anticoagulation therapy was intensified with the addition of heparin and resumption of aspirin. Gradually, ldh levels decreased and haptoglobin normalized. After confirming the efficacy of anticoagulation therapy, the patient was discharged on hospital day 13. Pump thrombosis is a serious complication that can lead to cerebrovascular events and pump failure. However, the heartmate 3 is a highly thrombosis-resistant device, and reports of pump thrombosis post-implantation are extremely rare, with no established diagnostic algorithm. This case presented findings that differed significantly from conventional signs of pump thrombosis in lvads and provides valuable insights into the management of heartmate 3. We report this case with discussion of its clinical implications.